Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: bulge, sore, deflation, folding. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side "big bulge at the top of left breast," and is "sore to the touch." Additionally, implant is deflating and it has "folds." Device remains implanted.